Event description:
A report was received that the patient's belt was rubbing on his ipg site and was causing a blister. The patient underwent an pocket revision and was reportedly doing well following the procedure.